Manufacturer narrative:
This report is submitted on may 11, 2021.

Manufacturer narrative:
This report is submitted on april 05 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to pain and poor performance. The patient has not been reimplanted with a new device as of this report on (B)(6) 2021.